Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a taiga 6f guide catheter to treat a mildly tortuous, moderately calcified lesion with chronic total occlusion in cass# 1-2 of the rca. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that the tip of the device detached during delivery to the lesion. The dislodged fragment was then compressed by a stent in the right coronary artery and remains in the patient. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the primary curve of the taiga catheter was kinked. The catheter was missing the white soft tip, of which approximately 2mm in length was torn off at the distal edge of the tip sleeve. The tip reportedly remains in the patient. If information is provided in the future, a supplemental report will be issued.